Event description:
It was reported that the deep brain stimulation dbs patient developed a worsening of gait. The patient was admitted to the hospital and was treated with medication. The dbs device was reprogrammed. Additional information was received that the patient was discharged from the hospital after a four day stay. Additionally, the physician assessed the event to not be related to stimulation, hardware, or procedure.

Manufacturer narrative:
Additional suspect medical device component(s) involved in the event: brand name: vercise cartesia, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7075875. Brand name: vercise cartesia, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7075902.

Event description:
It was reported that the deep brain stimulation dbs patient developed a worsening of gait. The patient was admitted to the hospital and was treated with medication. The dbs device was reprogrammed.